Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a 43 cm (17") appx 5.6 ml, prolunga lineare in pur con y-clave, filtro taxol e valvola ll unidirezionale and it was reported that the paclitaxel 114 mg / 250 ml nacl bag does not flow after connection. There was a 1h30 delay in therapy and this one was completed. Action: destruction of the preparation and re-fabrication of the bag. The patient before, during, and after the incident was anxious, even though he had previously received chemotherapy. The patient received the full prescribed dose, because the medication was re-prepared. There was reported patient involvement.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.